Event description:
It was reported by the rep that when (1) tct75 device was used during a colectomy procedure, the surgeon inserted tissue into the jaws of the instrument and then attempted to engage the firing mechanism. The instrument was locked out and would not fire. It is unknown how the case was completed. There was no pt conseuqence, but the or time was extended by 2 minutes.